Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an internal battery degraded warning alarm. However, performance testing could not reproduce the reported sf188. Therefore, the root cause of the sf188 is unable to be determined. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The pneumatic block and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. The reportable event originated in the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that during evaluation an astral device failed to complete its internal self-test and displayed an error (sf188) indicating a safety assert system fault. There was no patient harm or serious injury reported as a result of this incident.